Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found due to wear of angle wire, bending angle in up direction does not meet the standard value, due to wear of angle wire, the play of up/down knob is out of the standard value, adhesive on bending section cover has a chip, adhesive on bending section cover has a crack, prober cover has a scratch, connecting tube has a scratch, light guide cover glass has a scratch, scope connector cover unit has a scratch. In addition, scope connector has a scratch, universal cord has a scratch, image guide protector has a scratch, grip has a scratch, scope cover has a scratch, switch box has a scratch, suction cylinder is shaved, forceps elevator knob has a scratch, up/down has a scratch, right/left knob has a scratch and control unit has discoloration. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was observed that during the device evaluation, the flex video scope exhibited there is a foreign object inside the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, confirmed foreign material, but the type of the material or root cause cannot be identified. Additionally, the legal manufacture could not confirm reprocessing was conducted in accordance with the instructions for use (IFU). The event can be detected and prevented in accordance with the following IFU. IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.